Event description:
It was reported that an overdose occurred. Since implant the patient had been taking more oral pain medication (norco) due to surgical pain. On the day of report, the patient became unresponsive, apneic and could not awaken and was brought the ER (emergency room). A hcp (healthcare provider) as requesting the pump be turned off. The patient had been stabilized. Additional information received reported the patient experienced narcotized and was admitted to the hospital. The cause of the event was noted as a suicide attempt. The event was attributed to oral medication. A psychiatrist was involved at the hospital. The patient recovered without permanent impairment. The pump was used to infuse clonazepam and morphine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).